Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this problem will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. Not returned to manufacturer.

Event description:
Consumer stated that tampon unravel upon removal. She was able to remove tampon or tampon pieces.